Event description:
It was reported to medtronic minimed that the customer experienced constant loss communication with the transmitter. The customer reported blood glucose value of 18 mg/dl. The customer reported hypoglycemia treated with carb intake, and admitted to hospital greater than 24 hours. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, unomedical, mmt-332a. Troubleshooting was performed for loss of communication and declined for low blood glucose event. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to reestablish communication with the transmitter. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.